Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status resulting in the patient experiencing syncope. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status resulting in the patient experiencing syncope. This device was scheduled to be explanted. No additional adverse patient effects were reported.